Event description:
During the procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. The device was advanced through the endoscope and the clip exited the outer sheath. At this time, the clip detached in the open position into the pt's colon. The clip was left to pass naturally through the gi tract. No injury to the pt was reported.